Event description:
During a software upgrade on a hp jonada handheld computer the 6.1 programming software was returned to cyberonics for analysis as part of the upgrade process. The 6.1 programming software was analyzed. Product analysis determined the software was corrupted but was not able to determine the cause for the corruption.

Manufacturer narrative:
Device malfunction occurred but did not cause or contribute to a serious injury or death.